Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of post-reset ram crc error from the insulin pump. The customer's blood glucose reading was 6.7 mmol/l. The customer stated that her basal rates changed by themselves. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Programmed a basal profile of 1 unit per hour and monitored the pump for three days; no unexpected reset settings or basal rate profile changing occurred during monitoring period. Removed the test energizer battery from the battery compartment and the insulin pump was monitored for 10 minutes; the insulin pump powered up properly after insertion of the battery and no unexpected post-reset ram crc alarms were noted. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.